Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2011, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced seizure ("an increase in seizures") and urinary incontinence ("leaking from my bladder"). The patient was treated with surgery (hysterectomy). Essure was removed in 2011. At the time of the report, the medical device removal and seizure outcome was unknown and the urinary incontinence had not resolved. The reporter considered medical device removal, seizure and urinary incontinence to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, seizure and urinary incontinence. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: new information: new events ( hysterectomy, urinary incontinence) case become incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2011, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced seizure ("an increase in seizures") and urinary incontinence ("leaking from my bladder"). The patient was treated with surgery (hysterectomy). Essure was removed in 2011. At the time of the report, the medical device removal and seizure outcome was unknown and the urinary incontinence had not resolved. The reporter considered medical device removal, seizure and urinary incontinence to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :medical device removal, seizure and urinary incontinence . Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: nullification: this record was detected to be duplicate to record # (B)(4) to which all information will be transferred, then this record # then (B)(4) will be deleted from bayer safety database. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.